Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced back pain, dysuria, hesitancy, leak after voiding, urinary retention, suprapubic pain, urgency, urinary frequency, incontinence, urinary tract infections, weak stream, erosion, extrusion, bleeding, neuromuscular problems and vaginal scarring. A removal of the mesh and anterior repair were performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.